Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. An analysis of the customer provided image found a motor drive unit device in a basket. No damage to the device can be seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A review of risk management files found that the reported failure was documented appropriately. The complaint was not confirmed. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to a blade stall condition includes gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
B5 was updated.

Event description:
It was reported that during an arthroscopy procedure, the motor drive unit was overheating. No sparks, arcing or smoke was observed coming from the device. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the motor drive unit was overheating. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.